Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 14apr2026, it was provided that the device was removed from service because it was scheduled to be replaced in may. No further work or service has been or will be completed on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and the rse informed the customer that the alarm is an indication of there not being enough leak at the patient end of the circuit, either via the mask or the overall circuit. The customer was advised that the 0.25" test fitting should provide enough leak and that the alarm should not be occurring. The rse informed the customer that this indicates an issue with the flow sensor and how it is measuring flow. The customer reported that the average air flow was showing as 1.2 standard liters per minute (slpm) when set to 0 slpm. The rse informed the customer that this indicated the flow sensor assembly (fsa) needs to be replaced and provided the customer with that part information. This investigation is ongoing.